Event description:
The customer reported that the insulin gauge was displaying an amount different from what was expected, with a current fill estimate of 105 units instead of the expected 240 units. There was no adverse impact on the customer¿s blood glucose level. Technical support assisted the customer in reloading the cartridge. After reloading, the displayed fill estimate matched the expected amount.